Event description:
It was reported that the lead exhibited auto mode switches due to noise in the atrial channel. A chest x-ray would be scheduled and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.